Event description:
On (B)(6), 2012, the following information was reported to kci by the risk manager: on (B)(6), 2012, the hospital staff discovered a foreign material, alleged to be v.a.c. Foam, type not specified, retained within the patient's wound. The risk manager also stated the patient's wound became infected and required antibiotic therapy. On (B)(6) 2013, upon follow-0up, the risk manager reported that, on an unknown date, the patient underwent surgical excision of the wound in order to remove the foreign material alleged to be v.a.c. Whitefoam. The risk manager was unable to confirm if the alleged infection was related to v.a.c. Therapy. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There was no alleged product malfunction. It cannot be determined if the alleged infection is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.